Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2002. A 6947 implantable tachy lead: (B)(6) 2002. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection. The device remains in use. The patient was enrolled in the indicate hf clinical study. No patient complications have been reported as a result of this event.